Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right upper and right lower lobectomy, wedge resection procedure, the device able to fire, however it was locked on tissue. The surgeon able to removed the device from the patient. There was no patient injury.